Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The sheath tubing had been partially cut on one side, and torn and stretched on the opposite side, resulting in the sheath fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage and subsequent foreign body in patient could not be conclusively determined

Event description:
During a left atrial appendage occlusion (laao) procedure, approximately 3 cm of the sheath tip detached. The detached portion of the sheath was retrieved with an interventional technique and the procedure was completed successfully with no consequences to the patient.